Event description:
It was reported that during a davinci si pulmonary lobectomy procedure, the clips would not stay fixed and kept falling out of the clip applier instrument. Upon inspection, tips noticed to be uneven. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both grips were found to be broken. Missing pieces were not returned. Grips should had been straight. One grip to hold the clips was longer than the other. Damage was likely due to applying force normal to the grip while trying to install the clip. Evidence not conclusive, but damage was likely a result of misuse/user error. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Section 10 - small clip applier, caution: if excessive motion of the wrist or grips occurs, the clip should be removed and a new clip inserted. This is because if the wrist moves significantly, the grip action may be affected and the clip could become slightly compressed. This could result in the clip falling out of the grip and into the patient during insertion or engagement. If clip is not flush with the tip of the clip applier, the clip should be removed, grips opened and a new clip inserted.